Event description:
It was reported by the facility that an injury occurred while loading the cot. There was reported pt involvement, however, no injuries were reported for the pt. It was reported the emt strained his back.

Manufacturer narrative:
Inner lift tube.